Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that the hemostatic valve for the vizigo¿ sheath was loose. It was visible in the clear part where the introducer was inserted, and the introducer could not be advanced without resistance. The hemostasis valve (gasket) appeared to be in one piece. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was not being used on the patient, this was detected while prepping the sheath, it was never inserted into the patient. The sheath was replaced, and the procedure was continued. No adverse patient consequence was reported.

Manufacturer narrative:
The device evaluation was completed on 23-mar-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that the hemostatic valve for the vizigo¿ sheath was loose. It was visible in the clear part where the introducer was inserted, and the introducer could not be advanced without resistance. The hemostasis valve (gasket) appeared to be in one piece. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was not being used on the patient, this was detected while prepping the sheath, it was never inserted into the patient. The sheath was replaced, and the procedure was continued. No adverse patient consequence was reported. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of the hub of the vizigo¿ sheath and a kink was observed on the shaft. A microscopic examination of the hemostatic valve surface showed evidence of stress marks on the outer diameter. The brim cap and the silicone ring were placed in the correct position and found in good condition. The resistance reported by the caller could be related to the hemostatic valve dislodged inside the hub and the kink observed during the investigation. A device history record (DHR) evaluation was performed for the finished device [50000063] number, and no internal actions related to the reported complaint condition were identified. Based on the DHR, the h4. Device manufacture date has been updated. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. Based on the information currently available, a microscopic examination of the returned product indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks, and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo¿ sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. Due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to investigate the issue. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the bent shaft investigation findings: fracture problem (c070603) / investigation conclusions: cause not established (d15) / component code: valve(s) (g04135) were selected as related to the hemostatic valve separation if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).